Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. Radiograph provided confirmed the alleged event. It is unknown if patient followed post-operative activity restrictions. Labeling review: potential adverse events and complications: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)". Post-operative warnings: "damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." Warnings, cautions and precautions: patient education: "the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." Product remains in-situ.

Event description:
On (B)(6) 2018 a patient underwent an unknown spine procedure at levels l5-s1 without any reported issues. Post-operative, x-ray showed a set screw back out of the construct at the l5 level. No revision procedure is planned at this time as the patient is asymptomatic. As per reporter patient's status will be monitored.